Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage and delayed healing. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported they had their implants removed for "draining fluid," and "their body was rejecting them, wouldn't heal with them, healed after they were removed." Device has been explanted. This record is for the left side.